Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customers blood glucose (bg) level was 275 mg/dl and an insulin injection was administered to address the bg level. After the past and current occlusion alarms, the customer performed a system check and the occlusion appeared to be within the cartridges. The customer changed out all of the pump supplies and resumed insulin delivery.